Event description:
It was reported that during a laparotomy procedure, a metal piece of the device came off and was retrieved. It is not clear what the piece was exactly. Another device was opened and used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the blade tip broken off. The broken blade tip was returned in a separate bag. It is possible that the reported piece of material reported is the returned tip of the blade. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was received and when tested with gen04 an error code 5 was displayed. The device was disassembled and the blade was cracked inside the tube, proximal to the tissue pad. The blade cracked due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.